Manufacturer narrative:
Information is pending and will be submitted once received.

Event description:
As reported by the legal brief, the patient was implanted with an optease vena cava filter. As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require close monitoring of the filter, medications to reduce the risks of new blood clots and may need a risky surgery to attempt to remove the filter. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc. The patient became aware of the events five years and six months post implantation. The patient is also reporting to be suffering from mental anguish for fear of possible device failure in the future, and deep vein thrombosis post filter placement. The following additional information received per the medical records state that the patient has a history of deep vein thrombosis in the lower left extremity. During the implant procedure, the popliteal vein was accessed with a needle under ultrasound guidance and a wire was passed. This was advanced to a 11 french sheath and a stork wire was passed through the vena cava. The optease filter was deployed below the renal veins. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient was implanted with an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, clotting, and occlusion of the ivc. The patient became aware of the events five years and six months post implantation. The patient is also reporting to be experiencing anguish for fear of possible device failure in the future, and deep vein thrombosis (dvt) post filter placement. The indication for the filter implant was massive dvt of the left lower extremity, involving the iliac, femoral and popliteal veins. The patient developed the dvt after experiencing an ankle fracture. The thrombus was treated with mechanical thrombectomy at the time of the filter implant, a large amount of thrombus was removed, and excellent results were obtained. The filter access site was the left popliteal vein, the filter was advanced via a long sheath into the vena cava and deployed just below the level of the renal veins. The patient is reported to have tolerated the procedure well. There is currently no additional information for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.